Event description:
It was reported that the pain pump was alarming upstream occlusion. Verified spike is firmly in medication bag and there are no kinks in tubing or closed clamps. The caller did state they had difficulty at the hospital getting the infusion to start and can see a lot of air bubbles in the tubing between bag and pump. Powered pump off and gently tap on table, and then tap bottom right corner on table also. Pump restarted and alarm returned. Tried this 2 times total and alarm returned. No additional information is available beyond what is given. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.